Manufacturer narrative:
The reported event of inability to untighten set screw to release the right ventricular lead was confirmed. Analysis revealed the user of the torque wrench stripped the setscrew inset. Once the setscrew is stripped it can no longer be engaged by the torque wrench to untighten it. No anomalies with the setscrew were found to cause the stripping. The user¿s incorrect use of the torque wrench caused the stripping of the setscrew. The problem is related to the user¿s use of the torque wrench.

Event description:
Related manufacturer reference number: 2017865-2023-35526. It was reported that the patient's right ventricular (rv) lead exhibited high threshold and intermittent capture. Fluoroscopy imaging showed that the lead was dislodged. The patient presented for a lead revision. During the procedure, the rv set screw could not be unscrewed. The lead and the device were explanted and replaced as a result. The patient condition was stable.

Manufacturer narrative:
H10 field update - the reported event of inability to untighten set screw to release the right ventricular lead was confirmed. Analysis revealed the user of the torque wrench stripped the setscrew inset. Once the setscrew is stripped it can no longer be engaged by the torque wrench to untighten it. No anomalies with the setscrew were found to cause the stripping. The user¿s incorrect use of the torque wrench caused the stripping of the setscrew. The problem is related to the user¿s use of the torque wrench. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.